Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The error log shows low compressor output and exp temperature error. The fsr performed operational verification procedure and compressor check test. The unit ran for 20 minutes and everything functioned fine. Preventive maintenance was also performed and passed all test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The cutsomer reported that the avea ventilator was noisy, unit operates however device error seen on screen. At this time, patient involvement associated with the reported event is unknown.